Event description:
It was reported that the atrial lead had no capture, noise, was oversensing and undersensing. It was found during the device replacement that the lead had dislodged. The physician attempted to reposition the lead, but was unable to insert the stylet through the lumen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284trk ICD, implanted: (B)(6) 2013. (B)(4).